Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted during the procedure but not related were two contralateral leg components (pxc201200/06316574 and pxc201000/06338893.)

Event description:
In 2008, this pt was implanted with gore excluder aaa endoprosthesis. Upon placement of the trunk-ipsilateral leg component, the device was placed slightly above the targeted area and when the device was deployed, it was observed that the left renal artery was partially covered, narrowing the flow lumen. A genesis bare metal stent was implanted in the left renal artery widening the flow lumen. The pt tolerated the procedure and is reported to be fine. No other complications have been reported at this time.